Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown size amplatzer asd device more than 10 years ago. During a conversation with abbott people, the physician mentioned that had only one case of erosion with an amplatzer asd device in the physician's entire career. The left disc was in contact with the mitral valve anterior leaflet which as caused a leaflet tear. The patient was treated surgically, recovered and discharged.